Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a customer inquired about the return process for an ilet device and expressed concern about low glucose events while declining troubleshooting or additional information. Symptoms included low and high blood glucose. Outcomes included unknown impact on daily activities or medical care. Investigation included case intake and readiness to collect device and event data if provided. Investigation of this case revealed that no device evaluation or data review was possible due to lack of user participation, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.